Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter was backing out of the vein. The following information was provided by the initial reporter: verbatim: " during procedures the IV's go subcutaneous/infiltrate." Additional information received on 22-may-2023. "Could you please explain in detail the statement ¿IV go subcutaneous upon initiation of IV fluid in a vein that was patent¿ ? What does the IV go subcutaneous mean? - when initiating IV access with the catheters in question multiple nurses were using said catheters and IV's were patent when the IV was initiated in pre-op holding area and began at a slow keep vein open kvo rate once the patients were taken in the or or the procedure rooms and fluids were open wide open for infusion during procedures the IV's go subcutaneous/infiltrate - this was happening on multiple patients and IV were started by multiple nurses."

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter was backing out of the vein. The following information was provided by the initial reporter: verbatim: " during procedures the IV's go subcutaneous/infiltrate." Additional information received on 22-may-2023. "Could you please explain in detail the statement ¿IV go subcutaneous upon initiation of IV fluid in a vein that was patent¿ ? What does the IV go subcutaneous mean? - when initiating IV access with the catheters in question multiple nurses were using said catheters and IV's were patent when the IV was initiated in pre-op holding area and began at a slow keep vein open kvo rate once the patients were taken in the or or the procedure rooms and fluids were open wide open for infusion during procedures the IV's go subcutaneous/infiltrate - this was happening on multiple patients and IV were started by multiple nurses."